Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. The additional microbiological testing indicated no microbial growth for the all channels of the device. Therefore, the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following amount of unspecified microbes were detected with the sample collected from the subject device. [First time; (B)(6) 2019]: 17 cfu / 100ml, [second time; (B)(6) 2019]: 16 cfu / 100ml, [third time; (B)(6) 2019]: 16 cfu / 100ml. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope s3/s4, using peracetic acid. There was no report of infection associated with this report.